Event description:
It was reported that, (B)(6) at (B)(4), found out via conversation with her neighbor that the neighbor has a stryker hip implants and has been experiencing problems. They cannot golf as it feels as though the hip slips down. It feels as though the hip is out of alignment. The pt does not want a revision surgery. They do not want to provide stryker with any info at this time and asked not to have their identity revealed.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info is not available at this time. Should add'l info become available, the eval summary will be submitted in a supplemental report.